Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. The ventilator was powered on with a known good ac adapter connected, and the ventilator went into a constant reset condition when attempting to power it on. Bench testing revealed the main flex was damaged. The main flex component's jp1 was torn near the o2 blender connection. Carefusion replaced the main flex to address the reported issue.

Event description:
It was reported by the customer that the unit would not fully power up. The led's started to flash and the ventilator would not ventilate. The unit was not on a patient at the time that this occurred, it was discovered during a ventilator check when the unit was in storage.